Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case corner of the belt clip rails near the battery compartment.

Event description:
It was reported that the insulin pump case was cracked. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The insulin pump will be returned for analysis.